Event description:
The doctor reported separating the file in the lower right second molar mesialbuccal canal. The doctor said this was the second use for this file and that usual irrigation with tissue cleansing solution had not been done prior to the separation. The patient was referred with treatment scheduled for that afternoon.